Manufacturer narrative:
Section h6: patient code '2572' was used for 'collateral vessels '. Section b5: additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, perforation strut, post implant deep vein thrombosis, post implant pulmonary embolism and stenosis. Additional information received per the medical records indicate that the patient has a history of chest pain, pulmonary embolism, nosebleed reaction to anticoagulants. The filter was deployed via the patient's left femoral vein. It was placed below the entrance of the renal veins. The patient's condition was stable after the procedure.   Fifteen years and six months after the index procedure, the patient experienced constipation and lower abdominal pain. Subsequently, a computed tomography (CT) scan revealed an adrenal adenoma and the filter was occluded by partially calcified thrombus. The more peripheral inferior vena cava (ivc) was very small. Varices were present in the anterior subcutaneous fat. Seventeen years and eight months after the index procedure, the patient had a computed tomography (CT) scan. The exam revealed degenerative disc disease, prominent bridging osteophytes along the lower thoracic spine, spinal and joint changes, left adrenal lesion, nodular -appearing right side breast tissue, collateral vessels along the lower chest wall, minimal dependent changes within the left lung and calcification along the undersurface of the liver. In reference to the filter, the proximal tip extending up to the level of the bilateral renal veins. There is a slight anterior tilt of the filter and a slight right-sided tilt of the filter with respect to the long axis of the inferior vena cava. The angle of right-sided tilt is estimated at roughly 17 degrees. The angle of anterior tilt is minimal. There is scarring of the vena cava, both proximal and distal to the filter. The report states that these findings suggest chronic occlusion. The struts of the graft are tented along the wall of the inferior vena cava without definite perforation. One of the left-sided struts extends up to the abdominal aorta. There are several prominent collateral vessels along the right paravertebral region. There was no definitive perforation of the struts. The right-sided struts extend up to an enlarged right-sided vein. There are several prominent vessels along the anterior abdominal wall superficially. As reported, the patient underwent placement of a trapease vena cava filter. The patient presented to hospital with chest pain and pulmonary emboli (pe) with an abnormal response to anticoagulants (nose bleeds). The filter was implanted via the left femoral vein and deployed below the renal veins. Approximately fifteen and a half years after the implantation, the patient experienced constipation and lower abdominal pain. A computerized tomography (CT) scan revealed that the filter was occluded by a partially calcified thrombus. The more peripheral inferior vena cava (ivc) was noted to be very small with varices present in the anterior subcutaneous fat. Approximately seventeen years and eight months after the implantation, the patient underwent a CT scan that revealed that the proximal tip of the filter was extending up to the level of the renal veins. The study further revealed collateral vessels along the lower chest wall. The filter was noted to have a minimal anterior tilt and a roughly seventeen degree right-sided tilt. There was scarring of the ivc proximal and distal to the filter suggestive of a chronic occlusion. The struts of the graft were tented along the wall of the ivc without perforation. One of the left-sided struts extended up to the abdominal aorta; while a right-sided strut extended up to an enlarged right-sided vein. There were several prominent vessels along the anterior abdominal wall superficially. The patient further reported having experienced deep vein thrombosis and pe some time after implantation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Ivc occlusion and thrombosis within the device do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Due to the nature of the complaint, the reported abdominal pain and constipation experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section e2: non health professional.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt and perforation of filter strut(s) outside the ivc (inferior vena cava). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported an ivc perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As per the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including, but not limited to: tilt and perforation of filter strut(s) outside the ivc. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.